Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the false positive result. Investigation could not be completed due to lack of information. Lot number, cartridge serial number and reader serial number were not provided.

Event description:
Customer received a false positive result on (B)(6) 2022 using the cue covid19 test for home and over the counter (otc) use (cartridge, lot, and reader information not provided). Although requested, customer did not respond to technical supports three attempts to obtain further information.